Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02180. Related manufacturer reference number: 1627487-2023-02179. It was reported that the patient's leads migrated and that the ipg stopped holding a charge. As a result, the ipg had become inoperable, and the patient lost effective therapy. Surgical intervention may occur to address the issue.